Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that a lead check found electrode 11 was out of range. No external or patient factors were reported that may have contributed to the issue. The patient was programmed around electrode 11 and the issue was resolved at the time of the report. No patient symptoms reported.